Event description:
It was reported the patient presented to the ER after receiving appropriate therapies. One of the episodes showed an inappropriate ventricular sense marker. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.